Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 39 mm diameter thoracic aortic aneurysm in zone 3 approximately 66 months ago. The proximal aorta was 30 mm in diameter. Distal aorta was 28 mm in diameter. Right iliac artery was 6 mm in diameter and the left iliac artery was 8 mm in diameter. The right femoral artery was 8 mm in diameter. It was reported that two days post implant a valiant (B)(4) was implanted in zone 3. A CT with contrast one month post implant showed maximum aneurysm diameter as 38.3 mm. No endoleaks were noted. Five months after that a CT with contrast showed maximum aneurysm diameter as 53 mm. No endoleaks noted. No intervention was performed. Event is continuing. The investigator assessed this event as not procedure related and unknown if device related. Five months after that a CT with contrast showed maximum aneurysm diameter as 41 mm. No endoleaks noted. Two years post implant a CT with contrast showed maximum aneurysm diameter as 42 mm. No endoleaks noted. Three years post implant a CT with contrast showed maximum aneurysm diameter as 38 mm. No endoleaks noted. Four years post implant a CT with contrast showed maximum aneurysm diameter as 42 mm. No endoleaks noted. Five years post implant a CT with contrast showed maximum aneurysm diameter as 46 mm. No endoleaks noted. Please note that this model number tf3636c200xc is not approved in the united states; however, it is similar to the vamc3636c200te which is approved in the united states.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: inherent risk of procedure (aneurysm expansion); lack of information (unknown cause of aneurysm enlargement).